Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the carotid angioplasty procedure, the device had difficulty retracting into its sheath, within the system itself, and an attempt at recapture was unsuccessful. The device was replaced, and the procedure was completed successfully. The patient was reported to be doing great.

Manufacturer narrative:
Additional information added to b5 for the event description clarified that the alleged product complaint occurred when preparing the device outside the patient. Based on additional clarifying information received from the reporter, the reported event occurred when the device was prepped outside of the patient, and did not enter the patient. Therefore, microvention, inc. No longer considers this event a reportable malfunction.

Event description:
Additional clarifying information was received that indicated that the alleged device malfunction occurred when preparing the device, outside the patient, and reuptake was not applicable. The filter advanced through the delivery catheter and it was not possible to retract it into the microcatheter.